Event description:
Follow up.

Manufacturer narrative:
The device is indicated as available for evaluation. As of the date of this report, the device has not yet been returned. A follow-up report will be provided once more information is received and reviewed.

Event description:
Number of patient: 1. Position: supine. Lesion location:anterior segment (s iii) of right lung. Lesion size:= 1.0 cm . Technique: co-axial (mcxs1815bp). Result: incomplete sample (empty gun). Complications: pneumothorax and bleeding. The doctor used 4 consecutive pieces of biopince (with the same lot number) for just one patient and failed to take the sample successfully. And the doctor finally gave up the operation because the patient was vomiting blood.

Event description:
Follow up.

Manufacturer narrative:
H3 other text : placeholder.